Event description:
A report was received that a patient underwent a pocket revision due to the pocket site being in an uncomfortable position. The physician relocated the patient's pocket site to a more comfortable location. The patient is reportedly doing well following pocket revision surgery.

Manufacturer narrative:
This is the final report.